Event description:
Defective cpu board.

Event description:
Defective cpu board. Device history record was reviewed, no issue has been found. Received volumat mc (B)(4) only and confirmed customer reported issue of 'alarms when plugged in.' Device received missing battery, replaced. Found device alarming with blank screen and constant red leds and blinking yellow led, replaced cpu pcb and performed all configurations and calibrations. Cleaned and post service tested. After repair, device was found to meet specification. Regarding defective cpu board, an event #225652 is opened in order to investigate the failure.